Event description:
The company was informed that the patient's device was explanted due to suspected device failure. The patient was reimplanted with another cochlear device. The patient reportedly experienced sound quality issues and shocking sensations. Due to the lack of patient progress, the decision was made to explant the patient's device.